Event description:
It was reported the pt had not had stimulation for 2 months. The device had been charged to full 3 weeks prior but the pt did not turn it on due to painful stimulation. Add'l info received indicated the pt's device was discharged. Communication with the ins and recharger via the antenna locator feature was established. The entire device system was replaced.